Event description:
The facility representative reported a colleague infusion pump with a damaged screen. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged screen was confirmed by baxter service personnel. It was not indicated if the condition was duplicated. The root cause of this condition was determined to be a damaged front bezel. The front bezel was replaced to correct this condition. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8.11.00. Should additional information be received, a follow-up medwatch will be submitted.